Event description:
Customer reports of not being able to fully rewind insulin pump which may be causing high blood glucose. Customer's blood glucose was 376 mg/dl. After troubleshooting for high blood glucose, customer was advised that insulin pump would be replaced due to difficulty rewinding pump. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.